Manufacturer narrative:
Eval summary - quality assurance analysis revealed that the dilatation catheter was returned with blood visible in the balloon and in the guide wire lumen. There was contrast visible in the balloon. The balloon was loosely folded. There was 1 mm radial rupture in the balloon, 1.5 mm proximal to the distal marker. There were longitudinal scratches at the proximal and distal ends of the radial rupture. The balloon was wrinkled 1.5 mm proximal to the distal marker. There was no other damage noted to the dilatation catheter. Product performance engineering reviewed the incident info and the analysis of the returned rx voyager balloon dilatation catheter. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The dilatation catheter was returned with blood visible in the guide wire lumen, as well as contrast visible in the inflation lumen and the loosely folded balloon, when suggests that the product was prepared for use, loaded onto a guide wire, and pressurized during the procedure. The presence of blood in the balloon is also consistent with a leak or balloon rupture that occurred while it was inside the pt. The analysis was able to confirm a balloon rupture as there was a 1 mm radial rupture (tear) in the distal end of the balloon, 1.5 mm proximal to the distal marker band. Additionally, there were longitudinal scratches evident along the outer surface of the balloon adjacent to the rupture site. The proximal end of the balloon was noted to be wrinkled, through this damage was not reported in the case description and likely occurred upon removal of the catheter through the pt anatomy and/or the guiding catheter. In this case, the lesion was moderately calcified and 90% stenosed, which likely contributed to the difficulties experienced. It is possible that as the catheter was being positioned within the lesion, the balloon material became damaged (scratched) during interactions with other devices, or the calcified lesion such that a radial rupture/tear occurred upon inflation during the procedure. To ensure this type of damage is not a result of a potential MFR related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all on-line inspections and testing met mfg criteria. Additionally, a query of the complaint-handling database also did not reveal any other incidents reported with this lot, suggesting that there were no lot specific product quality deficiencies. In this instance, based on the info received with this complaint and the returned product analysis, he reported balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was located in the proximal lad (left anterior descending artery) and had no tortuosity, moderate calcification, and 90% stenosis. When inflated for the first time, the balloon ruptured at 8 atm. There was no pt injury. No additional event or pt info is available.